Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for sycope and low blood glucose levels. Patient¿s blood glucose reached 60 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (back). Glucagon pen was given, patient was out for a minute and was groggy so mother called paramedics and patient was taken to the emergency room. The meter at the emergency room read over 300 and patient was given glucose tabs. The reading was 260 about 45 minutes after patient has passed out. Patient was taken to the emergency room at 6:20 pm. Patient was released at 9:30 or 9:45 pm. Patient was given glucagon pen and 5 tabs of glucose pills, at the emergency room patient was given fluids thru intravenous and zofran for nausea. The patient¿s basal was lowered by .5 u per hour. The mother lowered the basal rate by .5 u per hour. Patient¿s mother stated bg was 419 at 1 am and was to rec 7.0 u thru pdm and was lowered to 3.0 by mother as a safety. About 2 or 3 weeks ago there was a change to the basal and correction factor and 1 bolus settings that was made.